Event description:
It was reported the patient presented in clinic for follow-up. During a firmware update, the leadless pacemaker (lp) broke telemetry and was found in backup mode. The lp was successfully restored and updated. There were no patient consequences.